Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Breakage in the image sensor was observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera elite bronchovideoscope, there was a no image issue during angulation. The issue occurred during preparation for use, and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be breakage of the image sensor. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was caused by breakage of the image sensor unit or image sensor unit cable. Regarding the breakage of the image sensor unit, it can be prevented by following the instructions for use which state: ¿·do not connect/disconnect scope connector to light source while power of video system center is on. Image sensor may be destructed. ·do not bend, hit, pull or twist distal end, insertion section or bending section of device. The device may be damaged and result in water leakage or breakage of internal components such as cable.¿ olympus will continue to monitor field performance for this device.